Event description:
The iab leaked. When the sheath was removed, there was some bleeding and a small hematoma developed. The following was rpt'd to datascope on 10/28/97: the iab was placed in the left leg femoral artery and immediate bleeding was observed. Blood was noted in the inner lumen. The sheath and balloon were removed. A moderate hematoma and bleeding occurred due to removal in the highly anti-coagulated pt. Event complications: moderate hematoma/bleeding - rpt'd 9/29/97 & 10/28/97. Pt current status: no long term effects.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination of the returned product.